Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, total delamination of plug strap disk shell and one linear opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening and total/partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Total/partial delamination of plug strap disk shell due to adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.